Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found pixel defects. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had air leakage from the connector. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had air leakage from the connector. The issue occurred during an unspecified procedure. There were no reports of patient harm.